Manufacturer narrative:
Follow-up # 1 date of submission 04/14/2014-device evaluation: the pump has been returned and evaluated by product analysis on 03/27/2014 with the following results:a review of the alarm history showed three unusual call service alarms in a row near the reported event date. During testing, the pump powered on normally and was able to successfully complete a 24 hour testing sequence with no errors, alarms, or warnings. The pump cover was opened and no intern defect was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas stating that the pump was malfunctioning. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.